Manufacturer narrative:
The lot number was manufactured between may 2, 2018 - may 3, 2018. Three (3) actual devices were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the samples. The cause of the fluid inside the bag was due to the untightened blue winged luer caps. Functional testing was performed by filling the devices. After fill, the blue winged luer caps were hand tightened. The samples was being monitored until the next day and no signs of leak were observed. The reported condition was not verified on the devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates were leaking from an unspecified location. The intermates were filled with sodium chloride solution and the leaks were noted prior to patient use. There was no patient involvement. No additional information is available.